Event description:
On 26-jan-2026, it was reported by a sales representative via (B)(4) that an ar-300b burr attachment's locking mechanism is broken. Issue discovered during the case, device swapped, and case completed with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. Vendor evaluation found the cause to be due to lack of maintenance. See attached vendor evaluation.